Event description:
It was reported by service report that the bed had bent pins in the nurse call cable causing nurse call to not function from the bed. No pt involvement or adverse consequences are reported.